Event description:
Hcp reported meningitis. The pt was hospitalized and cat scan, lumbar puncture, lab tests and IV therapy were performed. The event is ongoing with sequelae, remains hospitalized, IV antibiotics.